Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, b7, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, h10. D10: associated products: item reference: 650-0797, item name: biolox delta lnr 36mm 62-70mm, item lot: 2394574. Item reference: 650-0957, item name: micro taprlc std pc 13.5 12/14, item lot: 2644223. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. Initial images demonstrate anatomic alignment of the left hip arthroplasty. No complications are identified. Fluoroscopic images demonstrate a left hip dislocation on one image with apparent successful reduction on the second image. Images from 2023 demonstrate anatomic alignment of the left hip arthroplasty with no complication. Left hip arthroplasty dislocation with subsequent reduction was noted and anatomic alignment. Initial implant fit and alignment are normal and following reduction of the dislocation are again normal. Bone quality appears unremarkable. There was temporary malalignment with dislocation, with reduction and restoration of a normal appearance. No abnormality of implant position is identified with an acetabular angle of 54 degrees, which is normal. No anatomical abnormalities are identified. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had a dislocation of a total hip prosthesis while sitting, twenty (20) days after implantation. Patient underwent implant repositioning under anesthesia. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign - austria. D10: associated products: item reference: 650-0797, item name: biolox delta lnr 36mm 62-70mm, item lot: unknown. Item reference: 650-0957, item name: micro taprlc std pc 13.5 12/14, item lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00383. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.